Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead on the date of implant. The lead was reprogrammed. The patient was noted to experience the stimulation again approximately two weeks post-implant. The lead was reprogrammed again and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.